Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Gf-ue190 has instruction manuals for cleaning, and the reprocessing procedures are described in the instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for 10 colony forming units (cfus) of staphylococcus hominis, kocuria rhizophila (twice) and paracoccus yeei. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed and found no reportable malfunctions. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated all channels of the scope were cultured and less than one (1) colony forming unit of unspecified micro-organisms were detected. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted.